Manufacturer narrative:
The drill was examined under magnification to observe the fracture surface and any defects that could have led to the failure. The surface has a small peak along the axis of the center of the teeth. This indicates the possibility of a bending load contributing to the fracture. No defects were observed on the drill. Additional MDR's associated with this event: 3025141-2017-00133: drill 1.

Event description:
During implantation of an orthopedic plate to treat a clavicle fracture, the drill broke off in the patient's bone; the broken drill tip was left implanted. A second drill was tested on the back table and it also broke, although in a completely different location from the first drill.